Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was undefined resistance, noise and inconsistent threshold measurements on the right ventricular (rv) lead. A revision of the lead is planned. No patient complications have been reported as a result of this event.